Event description:
Customer reported the insulin pump alarmed battery out limit and customer had changed out the battery the day prior to alarm. Customer changed the battery and the device alarmed again. Customer's blood glucose was unknown. Customer stated the device alarmed during normal use. Device alarmed when battery was out for less then a minute. Customer was advised to monitor the device and might have alerted if the battery cap was loose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.